Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 54, code t, taper 18/20, 48/42, code h, catalog no#: 0100181540, lot no#: 234960. Metasul ldh, head adapter, l, +4, taper 12/14-18/20, catalog no#: 0100185147, lot no#: 2342217. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset, catalog#: 65771101320, lot#: 60501003. Therapy date: (B)(6) 2018. The manufacturer did not receive devices or x-rays for review. Other source documents were provided. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
Patient was implanted on right side and underwent revision due to pain, elevated metal ions, adverse local tissue reaction, fluid collection.